Event description:
Maternity patient with epidural pain control. At the time of discontinuing the epidural, catheter separated in pt and piece was left in her back. X-ray confirmed presence of an opaque residual epidural catheter fragment at the l4-5 level posteriorly extending from the posterior edge of the spinal canal to the undersurface of the spinous process.